Event description:
It was reported that, during a tka surgery, the pin driver appeared to be damaged because it was loose when trying to secure the bone pins in place. The issue was resolved, without any delay, by using a back-up device. The patient was not harmed.

Manufacturer narrative:
The device, was intended for use in treatment, was returned for evaluation. Visual and functional investigation evaluation of the returned device passed testing and the complaint could not be reproduced. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. We were unable to confirm there was a relationship established between the reported event and the device. No problem was found with the pin driver.